Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that when the customer was inflating and deflating the cuff during the pre-use check, it took more time to do it than usual. Also, resistance through the product was felt. There was no patient injury reported.

Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and two (2) photos were received for evaluation. Visual and functional testing were performed. Visual inspection of the photos found line occluded was detected in photo 2. Visual inspection of the sample found the line occluded. Functional testing connected the sample to the leak tester machine and occlusion was detected. Awareness notification was made to production personnel to explain the importance to adherence or following of the procedure. The root cause of the reported issue was found to be manufacturing assembly error.